Event description:
Product analysis was performed on the returned generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. No other relevant information has been received to date.

Event description:
It was later reported that the patient had a battery replacement due to the lower left ribcage pain. The explanted device was returned and received by the manufacturer to undergo product analysis. Analysis has not been completed to date.

Event description:
It was reported that the patient was experiencing intermittent left rib cage pain. Per the report, the patient only feels the pain when moving into certain positions. The device was turned off and the pain was not felt. The physician then adjusted the patient's autostim threshold and the patient could not feel the pain. The report gave no indication that the adjustment was made to preclude a serious injury. A session report of the updated settings was provided. An update was received reporting that the patient is still experiencing pain and the nurse decided to turn off the autostim. It was later reported that all troubleshooting has been attempted to alleviate the patient from this pain with no success. The patient has been referred for surgery to have their m1000 replaced with a m106 generator. The patient's physician later clarified that the patient had been experiencing the intermittent pain, shortness of breath, and fasciculations. The cause of these events are related to vns stimulation and the presence of vns. The referral for a battery replacement is intervention being taken to preclude serious injury. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.